Event description:
It was reported that the cassette cannot be locked, and the pump shows a constant error message. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. A functional check was performed. The customer's reported issue is confirmed. The cassette was not connected properly. Reattached cassette. The exact cause of the issue was not determined. Analysis noted that the downstream occlusion (dso) sensor needed to be replaced.